Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the first proglide device failed due to cuff miss. A new proglide device was used to achieve hemostasis. There was no reported of adverse patient sequela or clinically significant delay in procedure. No additional information was provided.

Event description:
Additional information received: the proglide device was used via an 8f sheath hole in the right common femoral artery after an interventional percutaneous transluminal angioplasty procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.